Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed. The field service engineer (fse) found that the half-height main drawers 4.1 and 4.2 were not opening. Troubleshooting led to the replacement of the retractable band to resolve the issue. A functional test was performed, diagnostics were run, and preventive maintenance (pm) was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers were failed for two days. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. The customer had to access the medications from another pyxis station. There were no adverse events or injuries reported based on this event.